Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days. The customer was educated on the proper load techniques. The customer's blood glucose read "high," although the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection via mdi. Reportedly, the customer changed the infusion set and cartridge, resumed insulin to resolve the issue.